Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2024 on a nasal kitted swab. Confirmation testing was performed at a hospital via pcr on the same date which produced a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Correction to g2 report source: company rep. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings the remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2024 on a nasal kitted swab. Confirmation testing was performed at a hospital via pcr on the same date which produced a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings the remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m838932 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot: m838932, test base part number 192-430/ lot: m838932. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m838932 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2024 on a nasal kitted swab. Confirmation testing was performed at a hospital via pcr on the same date which produced a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.